Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen (2 mcg/ml) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The nurse reported that during the refill after updating the pump they received error code 99 (pump stop exceeded tubeset duration) and wanted to make sure every thing was ok with the pump. The agent advised the caller to re-enter the programmed information making sure that everything was correct and update the pump. Additional information was received from the call who called back the same day stating that the code 99 alert was not clearing after several updates.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.